Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm evaluated the iabp per the service manual and detected a leak in the helium fill assembly. The assembly was replaced and no further leaks were detected. A complete preventative maintenance was completed including calibration, safety and functionality checks. All tests passed factory specifications and the device was released for clinical use. (B)(6).

Event description:
It was reported that prior to use cardiosave intra-aortic balloon pump (iabp) a helium leak occurred. There was no patient involved, thus no adverse event was reported.